Manufacturer narrative:
Complete patient identifier: (B)(6). All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) anti-hcv result for a (B)(6) male patient, when processing on the architect i1000sr. The architect result was (B)(6) s/co for sid (B)(6). Additional testing with alinity s anti-hcv generated results of (B)(6) s/co (see ticket (B)(4) for medical evaluation). Roche method (B)(6) and innolia blot (B)(6). No impact to patient management was reported.

Manufacturer narrative:
An investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of trending data, a review of manufacturing documentation, in-house testing, and a review of product labeling. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. A retained kit of architect anti-hcv reagent lot number 07639be00 was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. Specificity testing was performed and results were in the typical range. In-house testing was used to evaluate the performance of the architect anti-hcv assay and determined that both clinical seroconversion panels and in-house sensitivity testing met all specifications. Manufacturing documentation for the likely cause did not identify any issues labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.